Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card indicated that a pt's vns generator and lead were replaced due to a lead discontinuity.